Event description:
It was reported that the customer received a button error alarm. The buttons on the insulin pump were unresponsive. The insulin pump was dropped. Her blood glucose level was 60 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad traces. No button error alarm noted. The insulin pump was received with severe scratches on display window, cracked reservoir tube lip and missing end cap sticker.